Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was not returned; therefore, an inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, an evaluation could not be performed. Medical records review: the patient was involved in a motor vehicle accident sustaining multiple injuries and a vena cava filter was indicated. Both lower extremities were prepped and draped appropriately. A 5 french sheath was then placed into the right femoral vein with seldinger technique. Through this a j wire was advanced into the inferior vena cava. Venography performed noted no obstruction. The sheath was draped with a provided dilator sheath. The filter was advanced deployed below the renal veins and above the iliac bifurcation. Completion venography revealed a satisfactory result. The sheath was removed and bleeding controlled with pressure. Following placement of the filter, open reduction and internal fixation of bilateral femur fractures were performed. This was followed by thrombectomy with vein patch angioplasty of the right superficial femoral artery. The patient tolerated the procedure well and returned to the recovery room in stable condition. Approximately two months post vena cava filter deployment, the patient presented to the hospital with complaint of sharp, stabbing chest pain associated with shortness of breath and some diaphoresis. The pain was exacerbated by motion and deep inspiration. CT demonstrated pulmonary embolism within the superior lingular artery and left upper lobe subsegmental branches, bilateral compressive atelectasis and small bilateral apical bulla. IV heparin was given and later switched to oral coumadin. Once venogram demonstrated no evidence of clots in the inferior vena cava and after being cleared by vascular surgery, the patient was discharged in stable condition. The patient was to follow up in the office for prothrombin time and inr's. Approximately nine months post filter deployment, the patient presented for removal of the filter as it was longer needed. The neck, shoulder and chest wall were prepped and draped appropriately. An ultrasound of the right internal jugular vein confirmed the right internal jugular vein was patent. Seldinger technique with posterior approach and a 5 french sheath were used to gain access into the jugular vein. A glidewire was advanced into the inferior vena cava without difficulty. A straight angiogram catheter was advanced over the glidewire. Venography performed demonstrated the cava to be free of thrombus. The angiocatheter was removed and exchanged over the wire for the provided dilator and sheath. A bard retrieval device was advanced and the wire was repositioned so the hood of the filter could be grasped. The filter was retrieved without difficulty. Completion venography revealed no apparent injury to the cava. The sheath was removed. Hemostasis was achieved using manual pressure and a sterile dressing was applied. The patient tolerated the procedure well and returned to the recovery room in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two months post vena cava filter deployment, CT demonstrated pulmonary embolism within the superior lingular artery and left upper lobe subsegmental branches, bilateral compressive atelectasis and small bilateral apical bulla. Approximately nine months post filter deployment, the filter was successfully removed. The investigation can be confirmed for pe after filter implantation. However, the relationship between the filter and pe is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately two months post vena cava filter deployment, the patient presented to the hospital with complaint of chest pain with sob and diaphoresis. CT was positive for pulmonary embolism. The patient was treated with anticoagulants and discharged in stable condition. Approximately nine months post vena cava filter deployment, the filter was successfully captured and retrieved with a retrieval device. The patient tolerated the procedure well and returned to the recovery room in stable condition. No additional medical records were received for this patient.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed.approximately two months and sixteen days post filter deployment, a computed tomography (CT) of thorax with intravenous contrast was performed for the patient with chest pain which indicated pulmonary embolism within the superior lingular artery and left upper lobe subsegmental branches, bilateral compressive atelectasis, and small bilateral apical bullae. Seven months later the inferior vena cava filter was retrieved through posterior approach where a 5 french sheath was placed into the right internal jugular vein utilizing a seldinger technique. A glidewire was advanced into the inferior vena cava without difficulty and a straight angiogram catheter was advanced over the glidewire. The glidewire was then removed and a venography was performed with no thrombus noted within the cava. A stiff amplatz wire was advanced through the angiogram catheter and the angio catheter was removed. The 5 french sheath was replaced with the provided dilator and sheath and the dilator was removed. Over the guidewire and through the sheath, a bard retrieval device was advanced. It was necessary to reposition the wire, to grasp the hood of the filter without difficulty. The filter was retrieved without difficulty. Completion venography revealed no apparent injury to the cava. The sheath was removed, the bleeding was controlled with pressure and sterile dressing was applied. There was no device deficiency identified within medical record. Therefore, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed in conjunction with motor vehicle accident. Approximately two months post vena cava filter deployment, the patient presented to the hospital with complaint of chest pain. A computed tomography was positive for pulmonary embolism. Allegedly the filter was tilted and embedded in the inferior vena cava wall, pulmonary embolus identified post filter deployment. The filter was successfully retrieved. A vena cava filter was deployed for a pelvic fracture and bilateral femoral fractures as a result of being struck by motor vehicle. Surgery was performed to dissect the saphenous vein to form a vein patch for an occluded. Six weeks post mva and filter deployment a computed tomography scan performed demonstrated filling defects identified within the superior lingular artery and the left upper lobe. Approximately ten months post filter deployment a retrieval procedure was performed. A snare device was used to successfully capture retrieve the vena cava filter without incident. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was not returned; therefore, an inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, an evaluation could not be performed. Medical records review: the patient was involved in a motor vehicle accident sustaining multiple injuries and a vena cava filter was indicated. Both lower extremities were prepped and draped appropriately. A 5 french sheath was then placed into the right femoral vein with seldinger technique. Through this a j wire was advanced into the inferior vena cava. Venography performed noted no obstruction. The sheath was draped with a provided dilator sheath. The filter was advanced deployed below the renal veins and above the iliac bifurcation. Completion venography revealed a satisfactory result. The sheath was removed and bleeding controlled with pressure. Following placement of the filter, open reduction and internal fixation of bilateral femur fractures were performed. This was followed by thrombectomy with vein patch angioplasty of the right superficial femoral artery. The patient tolerated the procedure well and returned to the recovery room in stable condition. Approximately two months post vena cava filter deployment, the patient presented to the hospital with complaint of sharp, stabbing chest pain associated with shortness of breath and some diaphoresis. The pain was exacerbated by motion and deep inspiration. CT demonstrated pulmonary embolism within the superior lingular artery and left upper lobe subsegmental branches, bilateral compressive atelectasis and small bilateral apical bulla. IV heparin was given and later switched to oral coumadin. Once venogram demonstrated no evidence of clots in the inferior vena cava and after being cleared by vascular surgery, the patient was discharged in stable condition. The patient was to follow up in the office for prothrombin time and inr¿s. Approximately nine months post filter deployment, the patient presented for removal of the filter as it was longer needed. The neck, shoulder and chest wall were prepped and draped appropriately. An ultrasound of the right internal jugular vein confirmed the right internal jugular vein was patent. Seldinger technique with posterior approach and a 5 french sheath were used to gain access into the jugular vein. A glidewire was advanced into the inferior vena cava without difficulty. A straight angiogram catheter was advanced over the glidewire. Venography performed demonstrated the cava to be free of thrombus. The angiocatheter was removed and exchanged over the wire for the provided dilator and sheath. A bard retrieval device was advanced and the wire was repositioned so the hood of the filter could be grasped. The filter was retrieved without difficulty. Completion venography revealed no apparent injury to the cava. The sheath was removed. Hemostasis was achieved using manual pressure and a sterile dressing was applied. The patient tolerated the procedure well and returned to the recovery room in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two months post vena cava filter deployment, CT demonstrated pulmonary embolism within the superior lingular artery and left upper lobe subsegmental branches, bilateral compressive atelectasis and small bilateral apical bulla. Approximately nine months post filter deployment, the filter was successfully removed. The investigation can be confirmed for pe after filter implantation. However, the relationship between the filter and pe is unknown. The investigation is inconclusive for the alleged tilted filter as no information regarding a tilted filter was provided in any of the medical records that were reviewed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review:the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - filter malposition, - filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately two months post vena cava filter deployment, the patient presented to the hospital with complaint of chest pain with sob and diaphoresis. CT was positive for pulmonary embolism. The patient was treated with anticoagulants and discharged in stable condition. Approximately nine months post vena cava filter deployment, the filter was successfully captured and retrieved with a retrieval device. The patient tolerated the procedure well and returned to the recovery room in stable condition. No additional medical records were received for this patient. New information received: it was reported that a vena cava filter was deployed in conjunction with mva. Allegedly the filter was tilted and embedded in the ivc wall, pulmonary embolus identified post filter deployment. The filter was successfully retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was not returned; therefore, an inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, an evaluation could not be performed. Medical records review: the patient was involved in a motor vehicle accident sustaining multiple injuries and a vena cava filter was indicated. Both lower extremities were prepped and draped appropriately. A 5 french sheath was then placed into the right femoral vein with seldinger technique. Through this a j wire was advanced into the inferior vena cava. Venography performed noted no obstruction. The sheath was draped with a provided dilator sheath. The filter was advanced deployed below the renal veins and above the iliac bifurcation. Completion venography revealed a satisfactory result. The sheath was removed and bleeding controlled with pressure. Following placement of the filter, open reduction and internal fixation of bilateral femur fractures were performed. This was followed by thrombectomy with vein patch angioplasty of the right superficial femoral artery. The patient tolerated the procedure well and returned to the recovery room in stable condition. Approximately two months post vena cava filter deployment, the patient presented to the hospital with complaint of sharp, stabbing chest pain associated with shortness of breath and some diaphoresis. The pain was exacerbated by motion and deep inspiration. CT demonstrated pulmonary embolism within the superior lingular artery and left upper lobe subsegmental branches, bilateral compressive atelectasis and small bilateral apical bulla. IV heparin was given and later switched to oral coumadin. Once venogram demonstrated no evidence of clots in the inferior vena cava and after being cleared by vascular surgery, the patient was discharged in stable condition. The patient was to follow up in the office for prothrombin time and inrs. Approximately nine months post filter deployment, the patient presented for removal of the filter as it was longer needed. The neck, shoulder and chest wall were prepped and draped appropriately. An ultrasound of the right internal jugular vein confirmed the right internal jugular vein was patent. Seldinger technique with posterior approach and a 5 french sheath were used to gain access into the jugular vein. A glidewire was advanced into the inferior vena cava without difficulty. A straight angiogram catheter was advanced over the glidewire. Venography performed demonstrated the cava to be free of thrombus. The angiocatheter was removed and exchanged over the wire for the provided dilator and sheath. A bard retrieval device was advanced and the wire was repositioned so the hood of the filter could be grasped. The filter was retrieved without difficulty. Completion venography revealed no apparent injury to the cava. The sheath was removed. Hemostasis was achieved using manual pressure and a sterile dressing was applied. The patient tolerated the procedure well and returned to the recovery room in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two months post vena cava filter deployment, CT demonstrated pulmonary embolism within the superior lingular artery and left upper lobe subsegmental branches, bilateral compressive atelectasis and small bilateral apical bulla. Approximately nine months post filter deployment, the filter was successfully removed. The investigation can be confirmed for pe after filter implantation, however the initial location of the pe is unknown. Therefore, the overall investigation is inconclusive for any deficiency with the filter as the relationship to the pe is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately two months post vena cava filter deployment, the patient presented to the hospital with complaint of chest pain with sob and diaphoresis. CT was positive for pulmonary embolism. The patient was treated with anticoagulants and discharged in stable condition. Approximately nine months post vena cava filter deployment, the filter was successfully captured and retrieved with a retrieval device. The patient tolerated the procedure well and returned to the recovery room in stable condition. No additional medical records were received for this patient.